Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's "battery will be replaced." No specific malfunction was provided. There was no reported patient involvement.